Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. A company representative met with the patient and was able to connect to the patient's ipg, which resolved the issue

Manufacturer narrative:
Correction: b1 - should have been product problem instead of serious injury correction b2- nothing should have been checked correction: report type: malfunction the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.